Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation revision with an unknown mentor textured gel implant experienced capsular contracture on an unknown side post procedure (baker grade unknown). The capsular contracture was diagnosed through a physical examination. As a result, bilateral prosthesis replacement with 550cc mentor memorygel breast implants was performed on (B)(6) 2012. The replacement implants were reported in a subsequent under 1645337-2022-04729 and 1645337-2022-04727.